Event description:
This report involved an (B)(6) yr/old female pt, 155cm, weighing (B)(6). It was reported that in the ICU during insertion, the swg kinked. As a result, a new kit was opened, however, the same issue occurred. This issue occurred a total of 3 times on this same pt. A delay was reported, however, there was no reported death or complications to the pt as a result of this delay or occurrence. See MDR 9680794-2013-00097 for the second event.

Manufacturer narrative:
(B)(4). The device will not be returned.